Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and upon interrogation, the pulse generator indicated that elective replacement indicator tripped on (B)(6) 2018. The physician suspected premature elective replacement indicator. On (B)(6) 2018 the device was explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found normal device characteristics.